Event description:
Received information stating patient was hospitalized due to high bgs and ketones.

Manufacturer narrative:
Customer technical support performed troubleshooting with reporter. During troubleshooting cts confirmed pump had provided multiple occlusion alarms. Unit was ran through a 5 unit bolus system check and contact observed insulin drops with no occlusion alarms. Reporter was informed pump is functioning as intended. Multiple attempts have been made to try and retrieve further event information with no customer response. A follow up MDR will be submitted should new information becomes available.